Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.

Manufacturer narrative:
Included ni for other relevant history to indicate no information available. Lot information unknown. If additional information becomes available a follow-up report will be submitted. Age/date of birth, sex - no information provided included. Ni for releveant tests/laboratory data to indicate pending return of device for evaluation.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss of implant to integrate.